Manufacturer narrative:
Follow-up # 1 the lay user/patients returned 2 vials of test strips. Both vials of test strips have been returned and evaluated by lifescan product analysis with the following findings: the first vial of test strips passed all testing with no faults found. The reported issue could not be confirmed. However, a secondary issue was noted; the test strips were found to have results below range when tested with control solution. The second vial of test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging error 2 strip issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.